Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported the patient had an unrelated procedure where the device was not placed into surgery mode but was instead placed into airplane mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported the patient had an unrelated procedure where the device was not placed into surgery mode but was instead placed into airplane mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored in postop, and all impedances were normal.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode but was instead placed into airplane mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.